Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was evaluated at the distributor. The reported problem (distorted baseline recording) has been confirmed. The electrode belt's front-to-back and side-to-side channels were distorted. Upon investigation corrosion was found on the j702, j703 and j704 cable connectors on the distribution node pca. The cause of the failure was the corrosion. The root cause for the corrosion was ingress of an unknown contaminant. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was unable to complete a baseline ECG recording during a patient fitting.